Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A synergy ii drug-eluting stent was advanced for treatment. However, after multiple inflations and during deflation, the balloon rewrap was so bad that the device could not be pulled back into the guide catheter. The indeflator had to be pulled eight times before they finally got the balloon back down into the guide catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.